Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. X ray observation found a deformed cathode inner coil near the tip. Laboratory testing was unable to reproduce the reported clinical observations of dislodgment laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgment.

Event description:
It was reported that right atrial (ra) lead was explanted due to a dislodgment. No additional patient effect were reported.